Event description:
It was reported that this lead was an attempted implant due to out-of-range pacing impedance measurements which were greater than 3000 ohms. A competitive replacement lead was implanted without incident. No adverse patient effects were reported. The lead is expected to be returned for evaluation.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.